Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms were noted. Unable to perform unexpected restart error test due to button keypad traces. Device was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was not performed. The device was returned for analysis.